Event description:
Additional information was received from a healthcare professional(hcp). The hcp reported that they saw the patient on (B)(6) 2024 and they did not report weird sensation issue to them and reported that they were happy with their device. The steps taken to resolve was that the patient was scheduled to see them again on (B)(6) 2024 as seen above. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that patient reported feeling a weird sensation down in the bottom since getting a diagnostic ultrasound on july 2nd and still feels it. Patient stated turning off the therapy but it's not so sure they turned it off completely. The patient was redirected to their healthcare provider to further address the issue. Patient stated having a follow-up with hcp appointment on monday. Reviewed device education.